Manufacturer narrative:
(B)(6). It is unknown if the device is available for evaluation; however, it has been requested. The investigation is pending.

Event description:
The event occurred on an unknown various dates as they are recurring events involving a tego¿ connector where it was reported that the tego was tearing internally and that they had been having issues with the product since the beginning of the week. The event occurred during patient use, but there was no harm reported as a result of this event.

Manufacturer narrative:
Additional; information d9. Product received date. 7/18/2025. Investigation summary: one photo was shared by customer, where 2 tegos are connected into an unknown set and in one of them, the tego seal is observed to be tearing / damage. No additional damage or anomalies were observed. Additionally, a video was shared by customer, showing when the tego is disconnecting, the seal is coming out. One (1) used with list #055-d1000, tego¿ connector was returned for evaluation. As received, a seal and collapsed tearing was noted, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of tego was tearing internally is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.